Event description:
Connecter cable was defective, not patient harm occurred and versa cross was opened and used to complete the case. Manufacturer response for vascular access device, versa cross connect (per site reporter).